Event description:
It was reported that the image from the camera head disappears when moving the cable. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6, h11 the investigation was performed based on the provided information by the customer and regional repair center. A definitive root cause could not be identified. Based on the results of the investigation, olympus was able to confirm the customer failure and determined the following cause: "due to deformation of cable unit, there is noise in the image / no image". Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted for correction. D9 and h4 updated.

Event description:
No additional information received from customer.